Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure on (B)(6) 2024 the tip of the lead sheared off into the epidural space when the physician attempted to withdraw the lead slightly. Another lead was successfully placed; however, the sheared tip remains implanted.